Event description:
There was a procedure of split thickness skin graft to open a wound in the perivaginal / perirectal area. On the first attempt the blade skipped across thigh causing uneven unusable graft. The second attempt was with a new blade. It skipped as well causing another unusable graft. A new electric dermatome was used. The third attempt was successful.======================manufacturer response for dermatome, electro dermatome complete kit (per site reporter).======================they are still investigating.